Event description:
Boston scientific received information that during the device replacement procedure, the device setscrews were loosened and the right ventricular (rv) lead was removed from the device. However, the right atrial (ra) lead was not able to be removed. The proximal terminal pin had pulled out a little, but the distal pin was stuck and the conductor coils between the distal and the proximal pins were stretched. The ra distal setscrew was attempted to be loosened again. The setscrew rotated a half turn and became stuck. Another torque wrench was tried, without success. The header of the device was broken with a surgical tool and the ra lead was removed. The leads were tested on the pacing system analyzer (psa), with normal measurements observed. Then, the chronic leads were connected to the new device, where lead measurements were also normal. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the device header had been broken with a surgical tool and the minute ventilation electrode was found to be removed from the header. All seal plugs were intact. Broken wrench tips were stuck in the hex slots on the ra- and rv- setscrews; the other setscrews were not damaged and moved freely. The seal plugs for the ra- and rv- setscrews were removed and visual inspection noted both setscrews were stuck in the up position against the retainer rings. Laboratory analysis confirmed the setscrews were stuck; however, no cause for the lead removal difficulty could be determined, as the setscrews were fully backed out.